Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in 2009, in the pt's right eye (od). The lens was explanted at approximately two weeks later, due to excessive vaulting. Subsequently, the pt had elevated iop, narrowing of the angle, and shallowing of the anterior chamber. The lens was exchanged for a shorter lens.